Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Event description:
Literature article entitled ¿results of 200 consecutive ceramic-on-ceramic cementless hip arthroplasties in patients up to 50 years of age: a 5-24 years of follow-up study" written by giuseppe solarino, md, luigi zagra, md, andrea piazzolla, md, arcangelo morizio, md, giovanni vicenti, md, biagio moretti, md. Published the journal of arthroplasty; published online 31 january 2019 was reviewed. The article's purpose was to ¿retrospectively evaluate the long-term outcomes of the first 200 consecutive primary thas performed in patients up to 50 years of age at a single institution using 3 different coc couplings, the bearing of choice in younger and more active patients in our clinical practice.¿ patient data: 105 females and 81 males (14 bilateral cases) with an average age of 44.2 (16-50) years. The initial diagnosis was primary or post-traumatic osteoarthritis in 94 cases, avascular necrosis of the femoral head in 47, displaced intracapsular femoral neck fracture in 29, osteoarthritis secondary to developmental dysplasia of the hip in 20, and rheumatic diseases in 10 cases. It is noted that implants in the study were a combination of depuy and competitor products. Depuy products: unk depuy head, unk depuy corail stem, unk depuy liner, unk depuy pinnacle cup adverse events non-specified patients related to depuy products: malpositioned cup ¿ treated with revision. Infection ¿ treated with revision. Adverse events specified patients related to depuy products: (B)(6) year-old man affected by osteonecrosis of the right femoral head had a displaced periprosthetic fracture 4 months after surgery and was treated successfully with open reduction and osteosynthesis. (B)(6) year-old female was treated with open reduction and fixation with multiple cerclage for a fracture occurred 2 years after having her left tha done.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.